Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the serial number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that both infusion pumps were functioning correctly; however, one pump repeatedly generated an occlusion alarm. The patient was able to clear the alarm and indicated that they would reach out for troubleshooting and possible replacement if the issue recurred. It had occurred during infusion. There was patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.